Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had pain at the lead sited. It was noted that the patient had pain and uncomfortable pinching when they moved in certain directions. When they touched the lead, they could feel it and it hurt. As a factor which may have led to the issue, the patient lost (B)(6) but then gained it all back. It was noted that the lead not sitting uncomfortably before the issue. All 4 basic programs were tried in an attempt to help with the symptoms but none of them worked. Advanced programs were then put in and a lead revision was planned (no date scheduled). The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.